Event description:
It was reported to boston scientific corporation in 2008, that a one step button pull device was used three days prior. According to the complainant, "a black material was noted on the outside of the pouch of the device during unpacking." The procedure was completed with a second one step button gastrostomy device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation performed on the returned device revealed a brown and black foreign material was embedded into the plastic bag, which the enteral feeding button was packaged in. Additional physical evidence indicated that the foreign material may have been extruded into the plastic bag material. The length of the foreign material was measured to be 0.032 inches long. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot.